Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was high pacing lead impedance and a loss of capture noted on the right ventricular (rv) lead. A lead fracture was alleged to be the cause. The lead was explanted and replaced, and the patient was stable following the procedure.